Event description:
The customer reported that the battery of their t:slim x2 pump would not charge, and the pump screen remained dark. There was no adverse impact to the customer¿s blood glucose level. The customer attempted troubleshooting steps without success and was informed that a replacement pump would be provided by technical support. They would use mdi as a backup therapy to ensure uninterrupted insulin delivery and understood the instructions for returning the malfunctioning pump.